Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. For visual/tactile inspection, a visual examination of the balloon identified blood inside the balloon. No issues identified with the hypotube shaft. No kinks or damages noted on the shaft polymer extrusion. For microscopic analysis, a detailed microscopic examination of the balloon material identified a pinhole above the proximal markerband when inflated to rpb. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. For functional testing, an attempt was made to inflate the balloon to 12 atmospheres as per wolverine IFU using the inflation aid, however, a leak was noted coming from the pinhole at the proximal markerband. The encore inflation device was verified before and after the procedure using a druck gauge.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured. The procedure was completed with another of the same device. No complications reported and the patient is stable. It was further reported that the device was able to be removed without any problem.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured. The procedure was completed with another of the same device. No complications reported and the patient is stable.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured. The procedure was completed with another of the same device. No complications reported and the patient is stable. It was further reported that the device was able to be removed without any problem.